Event description:
It was reported that the lead delivered an inappropriate shock for t-wave oversensing. The lead also had low r-waves. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The review found no anomalies.